Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had atrial fibrillation. The wavelet withheld detection but the high rate time out feature expired thus therapy was delivered. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.